Event description:
According to the complainant, a successful liver rfa was performed. However, post procedure, the patient became hypertensive due to a bleed that occured from a liver capsule. Should be: according to the complainant, a successful liver rfa was performed. However, post procedure, the patient became hypotensive due to a bleed that occured from a liver capsule.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B) (4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00964 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 ((B) (6), female patient). According to the complainant, a successful liver rfa was performed. However, post procedure, the patient became hypertensive due to a bleed that occured from a liver capsule. The following day, the patient was stabilized after the bleed was embolized. However, several days later, the patient died of a stroke. The account is satisfied that her death is not attributable to the rfa and no further action is being taken. Attempts to obtain additional information regarding the circumstances surrounding this event as well as the results of any autopsy performed have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00964 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 ((B) (6), female patient). According to the complainant, a successful liver rfa was performed. However, post procedure, the patient became hypertensive due to a bleed that occured from a liver capsule. The following day, the patient was stabilized after the bleed was embolized. However, several days later, the patient died of a stroke. The account is satisfied that her death is not attributable to the rfa and no further action is being taken. Attempts to obtain additional information regarding the circumstances surrounding this event as well as the results of any autopsy performed have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4)